Manufacturer narrative:
The reported event of nuisance air-in-line (ail) alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed for the material number (B)(4) as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement .

Event description:
During a site visit by bd representatives,the customer reported nuisance air-in-line (ail) alarms in the ICU. Ail errors/alarms happen occasionally with air in the line but most often without air in the line.